Event description:
It was reported that a patient was having trouble with her device and problems with her therapy in general. It was noted that the patient didn¿t know if she should keep the device in or take it out. It was reported that the issue had been going on for a while and the patient didn¿t know if she just needed it adjusted, but thought she did need it adjusted. Additional information stated, the patient was still having concerns regarding her device or therapy but had not sought further help. About five and a half weeks later, it was reported that the patient had stimulation in the wrong location. The patient stated that her healthcare provider (hcp) turned her therapy back on the day prior to the report and since then had been feeling stimulation in her ¿bowel region¿ instead of her ¿bladder area.¿ the patient had not used her therapy since (B)(6) 2013, so she had an appointment with her hcp and he made some adjustments after turning it back on. The patient stated that the hcp put it up to 0.6 and she thought ¿it was right¿ when she left the office. At home the patient realized ¿it still was not right¿ and since she had not used her therapy for a long time, she did not remember how to use her programmer. The patient confirmed that therapy was helping with controlling her symptoms. The patient denied assistance with her programmer as it had old batteries and she did not have new ones to try. The patient mentioned that her hcp did not give her further instructions after turning it on. It was reported, the patient needed training on device. It was noted, the patient had frequency, urgency, and retention. It was reported, the patient was scheduled for reprogrammed on 2014 (B)(6). It was noted, the patient had been reprogrammed on 2014 (B)(6). It was reported, lead 0 and 2 had abnormal impedances. It was noted, the patient did not feel stimulation in the perineal region, but did after adjusting. It was reported, the patient had their device off due to retention. It was noted, the patient was catheterized for two months as a trial, but could not tolerate. It was reported, the patient also experienced fatigue, generalized weakness, weight gain, dysuria, nocturia, urinary incontinence, and insomnia.

Manufacturer narrative:
Product ID 3093-28, lot# v880221, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).